Event description:
It was reported that a user pushed a new insulin cartridge while still connected to the infusion set and proceeded with a rewind, which coincided with a hypoglycemic event; the user later received coaching on disconnecting before cartridge changes, infusion set changes, and showering, and replacement contact detach infusion sets were shipped. Symptoms included shakiness and intense hunger during the low blood glucose event. Outcomes included a lowest reported blood glucose of 50 mg/dl, approximately 30 minutes under 70 mg/dl, intake of carbohydrates, receipt of device low and urgent low alerts, and non-emergent medical advice from a clinician; there was no hospitalization and no need for third-party assistance. Investigation included complaint handling with user follow-up, troubleshooting, and education. Investigation of this case revealed that the hypoglycemia timing was associated with user technique during cartridge replacement while connected, and no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.